Event description:
Additional information received from the manufacturer representative reported that the patient had a complete system explant. They felt their stimulator was aggravating their pain and not helping. There was no evidence of any real migration of the leads. Perhaps one contact.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that all tests were normal, but the left lead migrated distally by one electrode. The lead placement appears perfect otherwise. The pressure that the patient felt when using stimulation was unexplainable.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for chronic low back pain and spinal pain reported via the manufacturer¿s representative (rep) that since implant stimulation was too much and in the wrong location because it was in the butt area and legs, but they needed to be in the lower back. It was noted the consumer wanted high definition (hd) stimulation, so they met with the rep. On (B)(6) 2016 who reprogrammed them and changed the frequency from 20 hertz to 50 hertz, and was able to get stimulation high up in the back. However, a few hours after reprogramming there was a loss of therapeutic effect and the hd stimulation made them feel painful pressure on their chest and lower back ¿like someone was standing on their chest and back,¿ whenever it was on, and it was very painful instead of helping them. It was noted there was no longer bilateral stimulation, instead there was only left sided stimulation which occurred toggling up and down both leads. The consumer went back to the rep. For reprogramming who tried to reprogram stimulation to the lower back, and went back to the original post-operative programming but it wasn¿t effective. According to the consumer the rep. Told them the left lead was working fine, but the right side lead wasn¿t functioning or providing any stimulation, although all parameters were normal. The rep. Got it in the middle as much as they could by spreading it out wider. It was noted the consumer now had ¿light density (ld)¿ but she didn¿t like the ld because she didn¿t like to feel stimulation, but hd gave her pressure on the chest and lower back. The consumer also mentioned having a bad disc and fibromyalgia. It was unknown what could have caused this but could have been possible bending, lifting, twisting, or compliance, but there were no falls or incidents reported. A follow-up appointment was scheduled with the healthcare provider (hcp) for (B)(6) 2016 at 11:15 a.m for further evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.